Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-01817. It was reported during a permanent implant procedure on (B)(6) 2018, a cerebrospinal (csf) leak occurred when the physician entered the epidural space. The patient experienced headache following the procedure. The patient was advised to drink fluids and rest for 48 hours. Additional information revealed the issue has resolved.